Manufacturer narrative:
Product ID 749851, serial# (B)(4), implanted: 2000-(B)(6), product type extension product ID 7434-e, serial# (B)(4), implanted: 2000-(B)(6), product type programmer, patient product ID 3998, lot# l58976, implanted: 2000-(B)(6), product type lead. (B)(4).

Event description:
It was reported that a patient's device could not address the pain in his legs and back. The device was explanted and replaced. No further information was reported.